Event description:
A customer reported incomplete flap.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A device history record review could not be conducted. All product and batch history records are quality reviewed prior to product release. Serial number for device, date of event, logfiles, treatment report has been requested but not provided. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).